Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. No patient or user harm reported. The device was reported to be in use at the time of the reported problem. The customer informed the remote service engineer (rse) that the device was reading 1.6 standard liters per minute (slpm) in the pneumatics screen. The rse recommended to the customer to replace the flow sensor assembly (fsa), providing the part information. This investigation is ongoing.